Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance on the left ventricular (lv) channel. Additionally, the device exhibited loss of capture (loc) and non-physiologic noisy signals on the lv channel. The signals were not oversensed. The device was explanted and replaced with a downgraded device. No additional adverse patient effects were reported.